Event description:
Tube was placed in orally. After 3-4 minutes when reaching body temperature, the tube kinked at the junction of the plastic and laser coated portion. Airway became cut off, but was obvious and noticed immediately. Tube was replaced with no harm to pt.